Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant it was noted that the right ventricular (rv) lead had undersensing on stored electrograms (egm) that may have led to delayed ventricular fibrillation (vf) therapy. The lead remains in use. No further patient complications have been reported as a result of this event.